Manufacturer narrative:
Software data logs were received on (B)(4) 2014. The data logs confirm the complaint.

Event description:
It was reported that during set-up of the electronic pt gas system (epgs) for a cardiopulmonary bypass procedure, a gas calibration error occurred three times. After rebooting the system, a gas calibration error occurred again. The clinical engineer calibrated the epgs again and it passed calibration. The epgs was used for the surgery. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.